Event description:
Customer tested blood glucose and received a result in the 200's mg/dl. The doctor increased pt's medication by 250mg based on the reading received. The customer took their extra medication that night and the next day took their normal medication. The customer tested and received a result of 283mg/dl and was feeling faint. They went to the hosp and their blood glucose was taken. The result is unknown. The customer was given IV fluids.